Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a flo-gard IV. Solution admin. Set was discovered with cuts present on the tubing. This was only visible after taking the product out of the packaging. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection the reported condition was confirmed. However, an assignable root cause could not be determined. Batch records were also reviewed for the reported lot and were within specification. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Initially submitted on (B)(4) 2010, but due to a failure of ack3, this report is being resubmitted on (B)(4) 2010.